Event description:
It was reported that this right ventricular (rv) lead had three alerts recently for high out of range impedances greater than 125 ohms. The patient was dependent and had a history of syncope. The last threshold was lv, and there was no history of shocks for this patient. Technical services suggested bringing the patient in for further breakdown of the vectors, discussed the possibility of physiologic changes around the coil due to gradual rise in impedances since march 2019. The lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).